Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported event; programmer started up without system error. However, system errors were found in the programmer log files. Analysis found the stylus was not working properly, the stylus tip was damaged. There was also a deviation between the stylus and the cursor on the screen due to the touchscreen. It was noted that stylus calibration didn't solve the problem. Analysis also found the power bay cover and upper case handle were broken, lower and upper case were worn, and some corrosion in lower and upper case. The lower bullets and company logo button were missing. The spacer between the mpu (main processor unit) and lem (link electronic module) printed circuit boards was broken.

Event description:
It was reported on starting up the programmer, a system error displayed. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.